Event description:
A malfunction on a pump was reported by the caller, with a displayed malfunction code identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The caller was informed to continue using the pump and advised to contact support if the malfunction recurred. The caller requested a replacement for the cartridge that was wasted.